Event description:
Patient representative reported diagnosis of bia-alcl and spontaneous peri-implant effusion, cytology report noted cd30+ and alk-. Additionally "nodules" were reported; this event is not device related. Device explanted with capsulectomy. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphoma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl.

Event description:
Healthcare professional reported "progressive [capsular] contracture of the right breast implant and grade ii deformity on the right side".